Manufacturer narrative:
Intracranial hemorrhage is included as a possible complication in the instructions for use (IFU) for the penumbra system. The product was not returned for evaluation. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 4max reperfusion catheter (4maxc). During the procedure, the physician completed two passes using the 4maxc. While performing the third pass in the distal anterior division of the target vessel using the 4maxc, the patient experienced a subarachnoid hemorrhage requiring reversal of tissue plasminogen activator (tpa) with cryoprecipitate. It was reported that modified thrombolysis in cerebral infarction (mtici) 2b or higher was achieved. No additional information regarding the completion of the procedure was provided.